Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received and reported lot number was confirmed from the returned packaging and hub. On visual inspection the distal section of the guidewire was noted to be fractured in 2 locations, 11cm & 15cm from the distal end and extensive stretching. A functional test was unable to be performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the wire was inserted through, scepta xc , after 1 hour of use showed damaged. The patient¿s anatomy was severely tortuous. The distal section of the guidewire was noted to be fractured in 2 locations, 11cm & 15cm from the distal end and extensive stretching was seen. It is probable that there were some procedural or anatomical factors present during the clinical procedure which caused the stretching. An assignable cause of procedural factors will be assigned to the as reported events and to the analysed guidewire broken/ fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/ or anatomical factors during use, the product performance was limited.

Event description:
It was reported that when the subject guide wire was removed one hour later from the patient's anatomy after use, it had stretched. The physician completed the procedure without clinical consequences to the patient. Analysis of the device revealed that the guidewire was broken/fractured during use; therefore, based on this information the event is deemed reportable.